Manufacturer narrative:
The device was returned for evaluation and the customers allegation was confirmed. It was noted that the image had white dots due to damage on the charge coupled device unit. It was also noted that the air/water cylinder and scope cylinder had no color. The grip and switch box had discoloration. The expected insulation capacity could not be obtained due to a cut on the heat shrinking tube of the forceps elevator lever the plug unit and scope connector cover unit had corrosion due to water leakage. The play of the up/down knob was out of standard value due to wear of the angle wire and the light guide lens had a stain. The bending tube was deformed and the protector of the universal cord on the scope connector side was shaved. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported to olympus, that the evis exera iii gastrointestinal videoscope had a red dot in the image. Inspection and testing of the returned device found that the air/water tube had remains of a white foreign material and the air/water cylinder had foreign objects. There was no patient harm or user injury reported. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation.   A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured.   Based on the results of the investigation, it could not be definitively determined what the foreign material was adhered/clogged in air/water-channel and air/water-cylinder. There was no damage to the area where the foreign material was detected, and it was unknown if reprocessing was performed according to the instructions for use (IFU). Therefore, the cause of the material remaining in the device could not be determined. The event can be [detected/prevented] by following the instructions for use which state: instructions for use states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Instructions for use states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.